Manufacturer narrative:
(B)(6) 2021 attempted lv lead reposition on (B)(6) 2021, unable to gain access after lv removal. Lead explanted. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Hmsc reported lv lead sensing less than 2.0mv. Brought pt in for testing and saw af on all vectors of cs lead. Non capture in all configurations. Lead may have pulled back into cs or ra. Chest x ray and revision is pending. Lead remains implanted. If additional information becomes available, this file will be updated.